Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no electrocautery damage to the device case. There was not indication that electrocautery mode was enabled. During the use of electrocautery, the device logged eight faults. The device was put through a series of automated diagnostic tests ((B)(4)) that verify device functionality commensurate with battery status. Analysis confirmed that right ventricular (rv) pacing and defibrillation therapies were available.

Event description:
Boston scientific received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed a telemetry issue. The device was unable to be interrogated and a fault code was displayed. It was noted that electrocautery was utilized during the procedure. Another device was successfully implanted with no adverse patient effects.